Manufacturer narrative:
The hill-rom technician found the patient left hand side rail needed to be repaired. The totalcare bariatric bed and totalcare bariatric plus therapy system require an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the bed function controls for proper operation of the function and momentary operation. Test all lockout controls and individually check for proper operation. The technician will repair the left hand side rail to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the head section would self run up. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).